Event description:
It was reported that the customer experienced high blood glucose levels (354 mg/dl).

Manufacturer narrative:
Per tandem's user guide, "only use the syringe and needle provided by tandem diabetes to fill the cartridge." No product returning for eval. Should new info become available, a f/u MDR will be submitted.